Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: complaint received via email(s) attached. Incident: ¿we are having issues with the smart sites not being patent. The rn is unable to draw blood when it's attached. The IV sites were functional, the nurses who reported it says when they switched to another cap, they were able to draw blood without difficulty. The affected smart sites when connected to syringes won¿t even pull back air.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that they were unable to draw from the smartsite. One sample model 2000e, lot 24025886 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 24025886 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.